Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred for transmitter 81hcxa. Data was evaluated and the allegation was confirmed as a loss of connection greater than an hour was found for transmitter 81j9xk. The probable cause was determined to be the mobile device lost power which led to signal loss. The reported event of an unknown transmitter issue is reportable based on the finding of a loss of connection greater than an hour. No injury or medical intervention was reported.